Event description:
Noise was seen on this lead during a home monitoring check. The pt did not receive a shock. The lead was tested and at that time the physician chose to watch the lead. More noise was seen on (B)(6) 2013. Therefore, the decision was to cap this lead and replace it.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.